Manufacturer narrative:
Date sent to the FDA: 04/27/2021. Additional information was received: the procedure date is on (B)(6) 2020, and the patient came back to hospital for reexamination on (B)(6) 2020. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Date sent to the FDA: 04/27/2021. Corrected b5 narrative: it was reported that the patient underwent hysterectomy surgery on (B)(6) 2020 and suture was used to sew the vaginal stump. On (B)(6) 2020, the patient came back to hospital for reexamination and poor wound healing was noted. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 12/3/2020 additional information: h6 additional h6 component code: g07002 - device not returned a manufacturing record evaluation was performed for the finished device ph8486, and no non-conformances were identified. The following information was requested but unavailable: the patient demographic info: age, weight, bmi at the time of index procedure date of index surgical procedure what was the surgical approach for the hysterectomy index procedure (vaginal, abdominal, laparoscopic)? The diagnosis and indication for the index surgical procedure? What was the tissue condition, i.e., normal or thin, calcified, fragile, diseased? What were current symptoms following the index surgical procedure? Onset date? Please clarify the location of ¿poor wound healing¿ observed? Was the patient re-admitted to the hospital 2 weeks post-op? Was medical or surgical intervention performed for the poor wound healing? If yes, please describe. What was the appearance of the suture 2 weeks post-op? Other relevant patient history/concomitant medications if applicable, will product be returned, return date, tracking information what is physician¿s opinion as to the etiology of or contributing factors to this event what is the patient¿s current status? This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: age, weight, bmi at the time of index procedure, date of index surgical procedure. What was the surgical approach for the hysterectomy index procedure (vaginal, abdominal, laparoscopic)? The diagnosis and indication for the index surgical procedure? What was the tissue condition, i.e., normal or thin, calcified, fragile, diseased? What were current symptoms following the index surgical procedure? Onset date? Please clarify the location of ¿poor wound healing¿ observed? Was the patient re-admitted to the hospital 2 weeks post-op? Was medical or surgical intervention performed for the poor wound healing? If yes, please describe. What was the appearance of the suture 2 weeks post-op? Other relevant patient history/concomitant medications. If applicable, will product be returned, return date, tracking information? What is physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient¿s current status? If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the patient underwent hysterectomy surgery in (B)(6) 2020 and suture was used to sew the vaginal stump. Two weeks post-op, the patient came back to hospital for reexamination and poor wound healing was noted. Additional information has been requested.